Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old patient needing mechanical circulatory support. It was reported that the patient was placed on impella cp smart assist support for protection of the heart due to a chronic total occlusion at the right coronary artery. The patient developed bleeding/hematoma at the impella insertion site. The patient received a blood transfusion. Additionally, the site was angle matched and suture was placed. The patient was successfully weaned from the impella.